Event description:
The biomedical engineer (bme) reported to philips that the v60 ventilator had a display that was not working. The device was not in clinical use when the issue occurred. No patient impact and/or harm was reported. The user was restricted from using the device, as it was removed from service. It was reported that the bme was able to replicate/confirm the issue. The bme reported that the display was dim and was unable to provide the software being used on the device. The customer inquired about upgrading the display to the second generation display and was provided with the part numbers for replacement. It was noted that the repair was expected to be performed by the bme. No further assistance was provided by the remote service engineer (rse). This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface (ui) assembly was replaced to resolve the issue. The customer did not provide the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The cause of the malfunction was due to a failure in the ui assembly. A conclusion/root cause cannot be provided, as the suspected part was not available for further analysis.